Event description:
It was reported that during an implant on (B)(6) 209, after implanting the lead in the right atrium, and after tying down and connecting to the device, it was unable to sense or run a capture threshold test on the atrium. The impedance was low out of range. After some troubleshooting it was decided to disconnect the lead from the device and test through the psa. Once again there was low impedance, no sensing or thresholds possible. It was noted that the physician was tightening down on the lead too much and effectively pinching it off. The physician was using a silk suture. After cutting free the sutures off the originally implanted lead, there was doubt about the integrity of the lead so a new one was implanted with no issues and all numbers were normal. The patient was stable.